Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. A review of specimen handling parameters should be reviewed for this tube type. Based on the investigation performed, we are unable to confirm this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tube edta plc 13x75 4.0 plbl lav has erroneous results. The following information was provided by the initial reporter: "it was reported that there was low h&h result. Per email: I pulled some recent cbcs from each account and for the most part, all h&hs were in normal range except one: wm294008 (hb 9.7 /hct 28.1) date of collection (B)(6) 2020 from acct (B)(6) diamond private physicians with no noted clots. They may not have had the new by then yet but we can keep an eye on it."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube edta plc 13x75 4.0 plbl lav has erroneous results. The following information was provided by the initial reporter: "it was reported that there was low h&h result. Per email: I pulled some recent cbcs from each account and for the most part, all h&hs were in normal range except one: wm294008 (hb 9.7 /hct 28.1) date of collection (B)(6) 2020 from acct (B)(6) with no noted clots. They may not have had the new by then yet but we can keep an eye on it."